Manufacturer narrative:
(B)(4).. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose was 44 mg/dl at the time of incident and 91 mg/dl. Customer stated auto mode was not active due to loss of communication. Customer stated insulin pump had cannot find sensor signal. The device will not be returned for analysis.